Manufacturer narrative:
This report is submitted on 21 november 2019.

Event description:
Per the clinic, the patient experienced swelling and poor performance after sustaining a head trauma and was treated with oral antibiotics for 7 days.